Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a blank display, alarmed no delivery and that they had experienced low blood glucose. The customer was assisted with blank display troubleshooting. Customer stated that blood glucose was 49mg/dl at the time of the incident. Customer stated that they treated with food and declined troubleshooting for the low. The customer stated the blank display was a past event and was resolved by a battery change. The customer was assisted with battery out limit troubleshooting and it was found that the batteries were out of the pump greater than duration allow by the insulin pump. It was explained that this was normal insulin pump behavior. The product will not be returned for analysis.